Event description:
Pt presents to emergency and urine pregnancy test is collected and performed at 1150 hr. Test is positive. At 1620 hr a blood hcg is collected and is negative. No further testing was ordered.